Event description:
On the evening of (B)(6) 2010, rn reported failure of #10 french triple lumen ((B)(4)) tunnelled venous access device with surecuff tissue ingrowth cuff. The device separated with clean break across all three lumens. Rn reported break occurred during flushing of catheter. Pt confirmed that break occurred during flushing when she felt wetness. On (B)(6), venous access device service successfully repaired device. Interventional radiology staff evaluated the catheter and the stability/effectiveness of the repair on the morning of the (B)(6) and conferred with vad service. The ir interventionalist team was informed and consulted with/discussed approaches with the health care team. On (B)(6), the venous access device was replaced in ir at the request of pt care team. Clinical interventions were effective in preventing pt harm. Pt issues were addressed by physician and nursing staff.